Manufacturer narrative:
(B)(4). The device was not returned for evaluation, however a device history review was obtained for lot number 93189. There is nothing in the device history record that would indicate that the devices were released with any non-conformances that would contribute to the complaint.

Event description:
It was reported that on (B)(6) 2019 during clip placement, the pro240 would not deploy. Surgeon manually cut the stitches to deploy the clip without any harm to patient however, the clip was not placed at the desired location. A pro250 was then slid over the top of the pro240 and placed at the base of the laa successfully. There was no patient impact.